Manufacturer narrative:
Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the second ivus run, the catheter became completely unraveled and spun out during the pullback. The catheter was then removed from the body. No patient complications were reported.